Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, while they were cannulating using the autotome rx 44, the physician asked the technician to rotate the device and to give some tension in order to cut the papilla. When the physician pressed the pedal to activate the cutting wire, the cutting wire broke. No part of the cutting wire detached and fell into the patient. It was reported that the patient was being treated for a non bsc proximal stent migration which was successfully explanted during a planned stent removal. There were no new stents implanted in place of the migrated stent and the procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the wire anchor dislodged.